Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. The customer had replaced the transmitter prior to contacting tandem technical support (tts). As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. Tts educated customer to contact tts should any additional issues arise. No additional patient information was available.